Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
It was reported that a non-critical alarm due to elective replacement indicator (eri) was heard and confirmed by telemetry. The device system was used to deliver baclofen. Additional information received reported that the patient¿s 40 cubic centimeter pump would only accept 20 cubic centimeter of drug resulting in the patient having to return to the office for frequent refills. It was also reported that the healthcare provider feels there was nothing wrong with the patient¿s pump. The 20 cubic centimeter refill interval was due to change in concentration. It was noted that the pump was explanted due to normal depletion. It was also noted that analysis of the pump was requested. It was reported that the patient was alive and no injury day of report. There was no adverse event or symptoms associated with this event.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump would only work when it was filled half full. The reporter stated that when the pump was filled full the patient would either receive too much medication or not enough. The reporter stated that the pump worked if they filled it half way and they did not have any problems until the low battery.